Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator. The reason for call was patient reported they were told when they had their new implanted neurostimulator put in that it would be a lot better than their old one. Patient stated with their old implant they could charge twice a week for an hour each time and with their new implant they charge an hour 7 days a week. Patient stated they have a lot of trouble with the "thing". Patient also reported that one night they were sitting still reading and the controller said the ins battery was at 50% with excellent recharging quality but after an hour the battery was still only at 50%. Patient stated this happened quite frequently. Patient reported that had been going on since he got the new implant and had always taken an hour to recharge. Agent reviewed that therapy usage and settings could affect how often patient needed to recharge - patient noted that they have stim on 24/7 and they had the intensity set to 13.5 or 13.6. Agent reviewed recharging best practices with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They stated that the steps they took to resolve the implant charging duration and frequency was that they set their device so it runs for a 15 minute cycle. They stated that the device is working good now and the issue is resolved.